Event description:
When contacted by beckman coulter inc. (Bec) via the accutni marketing survey program (msp), a customer reported some occurrences of non-reproducible false positive accutni results. These results were generated on a unicel dxc 600i synchron access clinical system and were not reported out of the laboratory. The customer declined to provide specific data to include patients' demographics, sample data report, and event dates. The laboratory has an accutni patient sample repeat analysis procedure. Prior to reporting results, samples are re-analyzed on an alternate instrument if accutni results are outside the laboratory's normal reference range. Additionally, all accutni results are verified by historical sample data review prior to reporting. The customer did not provide information indicating an increase in occurrence or an instrument malfunction. Per the customer, the device was performing within quality control specifications upon bec contact with the customer. There were no reports of death, injury, or change to patient treatment made in connection with this event.

Manufacturer narrative:
The laboratory uses lithium heparin gel separator tubes for accutni sample collection. Repeat analysis is performed on serum samples if available. Specific centrifugation data was not provided. The customer did not provide specific quality control data. A root cause could not be determined for this event.